Event description:
It was reported the patient received the following results within 15 minutes: 583 mg/dl (unknown lot #) and 154 mg/dl (lot 102982). The readings were obtained using two different vials of test strips.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is no longer available to be returned.